Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 189 events were reported for this quarter. Product return status: 91 devices were received. 73 devices were evaluated in the field. 25 device investigation types have not yet been determined. Event confirmation status: 164 reported events were confirmed. Evaluation results: 164 devices were found to be affected by missing paint chips. Additional information: 189 devices were not labeled for single-use. 189 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 189 </noe> malfunction events in which the device had paint chips missing. 189 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 190 events were previously reported during the reporting quarter; however:   - 3 events were reported in error. - 192 events should have been included; 3 events were inadvertently excluded. - 2 previously reported events were included under MFR report # 0001811755-2020-01053 but should be included under this report. 192 reported events are included in this follow-up record. Product return status: 120 devices were received. 72 devices were evaluated in the field. Event confirmation status: 192 reported events were confirmed. Evaluation results: 192 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 192 malfunction events in which the device had paint chips missing. 192 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 190 </noe> malfunction events in which the device had paint chips missing. 190 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 190 events were reported for this quarter. Product return status 92 devices were received. 73 devices were evaluated in the field. 25 device investigation types have not yet been determined. Event confirmation status: 165 reported events were confirmed. Evaluation results: 165 devices were found to be affected by missing paint chips. Additional information 190 devices were not labe:led for single-use. 190 devices were not reprocessed or reused.